Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus, dysmenorrhea, polycystic ovary and endometrial polyp. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, spotting between menses, cramp in lower abdomen and mood altered. Concomitant products included drospirenone;ethinylestradiol (yasmin 28) from (B)(6) 2007 for contraception as well as ketorolac tromethamine (toradol) from (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Current weight 164lbs. One in each tubal ostia so that 3-8 coils could be visualized at the end of the procedure extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded.total bilateral occlusion. The fallopian tubes were blocked. 1. Successful tubal occlusion without contrast filling. 2. Fundal myoma. The doctor informed me that both fallopian tubes were blocked successfully. Concerning the injury reported in this case, the following once were described in medical records: fatigue, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. Event "dyspareunia (painful sexual intercourse) " was added. Lab data updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus, dysmenorrhea, polycystic ovary and endometrial polyp. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, spotting between menses, cramp in lower abdomen and mood altered. Concomitant products included drospirenone;ethinylestradiol (yasmin 28) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as ketorolac tromethamine (toradol) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006. Current weight 164lbs. One in each tubal ostia so that 3-8 coils could be visualized at the end of the procedure extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. 1. Successful tubal occlusion without contrast filling. 2. Fundal myoma. The doctor informed me that both fallopian tubes were blocked successfully. Concerning the injury reported in this case, the following once were described in medical records: fatigue, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus, dysmenorrhea, polycystic ovary and endometrial polyp. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, spotting between menses, cramp in lower abdomen and mood altered. Concomitant products included drospirenone;ethinylestradiol (yasmin 28) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as ketorolac tromethamine (toradol) from (B)(6) 2007 to (B)(6)2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and menorrhagia had resolved, the genital haemorrhage, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- ??(B)(6) 2006 current weight 164lbs. One in each tubal ostia so that 3-8 coils could be visualized at the end of the procedure extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded.total bilateral occlusion. The fallopian tubes were blocked. 1. Successful tubal occlusion without contrast filling. 2. Fundal myoma. The doctor informed me that both fallopian tubes were blocked successfully. Concerning the injury reported in this case, the following once were described in medical records: fatigue, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus, dysmenorrhea, polycystic ovary and endometrial polyp. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, spotting between menses, cramp in lower abdomen and mood altered. Concomitant products included drospirenone; ethinylestradiol (yasmin 28) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as ketorolac tromethamine (toradol) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2006 current weight 164lbs. One in each tubal ostia so that 3-8 coils could be visualized at the end of the procedure extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. 1. Successful tubal occlusion without contrast filling. 2. Fundal myoma.. Concerning the injury reported in this case, the following once were described in medical records: fatigue, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Date of explant added. Outcome for pain was updated to recovering / resolving. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included submucous leiomyoma of uterus, dysmenorrhea, polycystic ovary and endometrial polyp. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, spotting between menses, lower abdominal pain and mood altered. Concomitant products included drospirenone;ethinylestradiol (yasmin 28) from (B)(6) 2007 to (B)(6) 2007 for contraception as well as ketorolac tromethamine (toradol) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychology injury/ mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (b)6) 2006. Current weight (B)(6) lbs. One in each tubal ostia so that 3-8 coils could be visualized at the end of the procedure extending into the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. The fallopian tubes were blocked. 1. Successful tubal occlusion without contrast filling. 2. Fundal myoma.. Concerning the injury reported in this case, the following once were described in medical records: fatigue, weight gain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs & mr received- new events vaginal hemorrhage, anxiety, fatigue and weight gain were added. Depression was combine in psych injury. Events onset date were added. Medical history, concomitant drugs were added. Reporter's information was added. Patient¿s height, age and weight were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.